Event description:
The initial reporter alleged discrepant reactive results for one patient sample tested with the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 module. The first patient sample generated a result of 13.3 coi (hivag 13.3 coi / ahiv 0 coi) on the elecsys hiv duo assay. Due to insufficient sample volume, no confirmatory testing was performed. A second patient sample was tested and generated a result of 13.3 coi (hivag 13.3 coi / ahiv 0 coi) on the elecsys hiv duo assay. Additional testing of the same sample included diasorin liaison xl hiv, which was negative; biorad clia, which was negative; and western blot (vendor not specified), which was also negative.

Manufacturer narrative:
The hiv duo reagent expiration date was not provided. The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications. Single false reactive results may occur with the elecsys hiv duo assay, as the specificity is less than 100%. Confirmatory testing was not performed for the first patient sample due to insufficient sample volume. For the second patient sample, additional testing using alternative methods, including diasorin liaison xl hiv, biorad clia, and western blot, yielded negative results. The root cause was attributed to a potential sample-specific issue or matrix effect. The device remains in operation at the customer site.